Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a flo-gard solution administration set detached from the drip chamber, resulting in a leak. This occurred during infusion of an unspecified, non-chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. The drug did not contact the patient. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.